Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day after the onset of peritonitis, the patient was hospitalized for the peritonitis event for five days. The cause of peritonitis was unknown. Treatment for the peritonitis event was not reported. Action with dianeal therapy was ongoing at this time. One day after hospital discharge, the patient was readmitted to the hospital for five days for ongoing peritonitis. It was reported that the patient¿s pd catheter was removed. It was unknown if the patient received antibiotic treatment while hospitalized. The patient was not recovered from the peritonitis event. No additional information available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.